Manufacturer narrative:
Codes were corrected to harmonize with the FDA adverse event coding system with the new imdrf adverse event reporting terminologies. This correction does not change the MDR reportability status.

Event description:
It was reported the tip of the shaver broke off in the patient approximately 5 minutes into the procedure. It was confirmed via x-ray that all pieces were successfully removed through an additional incision of approximately 1/2 inch. A forcep was inserted and the tip was grasped and removed. It took approximately 7 to 10 minutes to retrieve all pieces. There was no patient injury reported. The procedure was successfully completed. These are commonly used devices that are readily available.

Manufacturer narrative:
The device was not returned to stryker sustainability solutions (sss) for evaluation. The device is not available for release from the facility to sss at this time for investigation. As the device was not returned for evaluation, inspection was unable to be performed. A review of the DHR for the reported lot number supports that the device met all inspection and test criteria prior to release from stryker. The reported event could be attributed to user applied too much force to the device or the arthroscopic shaver may have come into contact with staples, clips or another metal object, resulting in damage to the blade. The reported event will continue to be monitored through post-market surveillance. Should the device become available for return, the investigation will be reopened.

Event description:
It was reported the tip of the shaver broke off in the patient approximately 5 minutes into the procedure. It was confirmed via x-ray that all pieces were successfully removed through an additional incision of approximately 1/2 inch. A forcep was inserted and the tip was grasped and removed. It took approximately 7 to 10 minutes to retrieve all pieces. There was no patient injury reported. The procedure was successfully completed. These are commonly used devices that are readily available.